Event description:
It was reported that during a da vinci si lung biopsy procedure, while using the thoracic grasper instrument, the instrument shaft rubbed against the cannula accessory causing shavings from the main tube to fall into the patient. Irrigation was performed to remove the instrument fragments and the planned surgical procedure was completed. No patient injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. Per the isi representative present for the procedure, no post operative complications have been reported. Attempts have been made to obtain further information about this event however, as of the time of this report the site has not responded. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. If the instrument is returned or if further information is received, a follow-up MDR will be submitted.